Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was worn and partially missing. There were scratches on the probe. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation in seal & cut mode while grasping nothing. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that a probe of a device is scratched since a user activated the device contacting with something hard. The abnormal noise might be caused by contact between the probe and something hard. Also, based on the fact that there is no information that suggests that the fragment fell off into the patient, the missing part might have fallen off outside the patient. The instruction manual of the subject device already states; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The doctor heard the abnormal noise during laparoscopic assisted distal gastrectomy. However the doctor continued the procedure. After that, the doctor checked the subject device outside the patient and confirmed that the ptfe pad was missing. The doctor sifted to the laparotomy. The doctor continued the procedure with searching the fragment, but the fragment could not be found. The doctor completed the procedure with the different device. After the procedure, the patient did not complain any abnormalities and will be followed-up.